Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) called technical services (ts) to report that he heard his device emit beeping tones. Ts discussed he should get his device checked and he stated he would go to the emergency room. He presented at the hospital and it was determined that the estimated battery longevity of the device was less than three months. It was also noted that the shock impedance was greater than 125 ohms in all three vectors. The patient was seen in clinic and an x-ray was performed. The physician believes that the rv lead is fractured but no details on cause or location of fracture were provided. No adverse patient effects were reported. The patient is currently wearing a live vest and will be scheduled for a lead revision and device replacement upon receipt of angiography test results.